Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. The device was not in pt use.

Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.